Event description:
Caller reported damage to the pump's housing and usb port, specifying that the screws could not secure the plastic piece around the usb port, jeopardizing its watertight integrity. There was no adverse impact on the customer's blood glucose level. Despite the damage, the pump remained functional for charging, and the customer intended to continue using it for insulin delivery while transitioning to an alternative method if necessary. Technical support resolved the issue by sending a replacement pump with updated software, confirming the shipping address and informing the caller about programming settings and connecting their cgm. The caller was instructed to return the damaged pump using a provided return box to avoid charges, with acknowledgement of these procedures and instructions.